Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited low impedance. The ra lead was capped and partially removed via cutting of the lead at the connector pin. No patient complications have been reported as a result of this event.